Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d3 - country, d4 - primary dui number. Summary of event: it was reported the amplatz renal dilator set's sterilized package contained a hair. The hair was found when the distributor received the device and was not used on a patient. Investigation-evaluation: reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One amplatz renal dilator set returned for investigation; there was a small dark hair inside unopened packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded confirmed non-conformances relevant to the failure mode. A lot history search found no other complaints had been reported for this lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_ards2_rev0 provides the following information: how supplied - do not use the product if there is doubt as to whether the product is sterile. The information provided upon review of the dmr, DHR, IFU, returned device, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. However, cook has concluded that this issue is an isolated incident, and there is no evidence of additional nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that a manufacturing event contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name: (B)(6). E3: customer occupation = (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the amplatz renal dilator set's sterilized package contained a hair. The hair was found when the distributor received the device and was not used on a patient.